Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Device reached recommended replacement time (rrt) on (B)(6) 2016. Rapid battery depletion identified in (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had unexpected longevity when the battery voltage dropped to recommended replacement time (rrt) within six months. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed the low battery voltage. The device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. Since there was no evidence of a high current drain condition, the cause of the depleted battery was not determined. No hybrid anomalies were observed. Battery analysis found a lithium (li)-plating breach along the top edge of the anode separator enclosure adjacent to exposed cathode material and the cathode tab. Plated-li extended from the breach opening and touched the cathode tab. Based on this analysis, battery depletion was the result of an internal short from the li-plating breaching the anode separator and subsequently contacting the cathode tab adjacent to the anode separator breach. If information is provided in the future, a supplemental report will be issued.